Event description:
It was reported that prior to a scheduled lead revision, a chest x-ray revealed damage of the right ventricular lead. During the procedure, insulation damage was confirmed due to suture placement. No patient symptoms were reported prior to the procedure. The lead was successfully explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found an insulation abrasion at 53.0-53.1cm from the connector pin. The abrasion was consistent with constant friction to another implantable device or heart feature.